Manufacturer narrative:
On 1/3/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor became aware that the patient had experienced breast pain as well. On (B)(6) 2020, mentor also became aware that the patient had undergone bilateral replacement with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9360596 sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 9360596 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during analysis of the sample, a rupture was identified. Additionally, shell abrasion was found near the edges of the rupture. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulted in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (right) 375cc mentor memorygel breast implant catalog: 3503751bc lot: 5987161 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 375cc mentor memorygel breast implants, suffered left breast implant rupture post-operatively. Rupture was confirmed via MRI. As a result, the patient was scheduled for implant explantation on (B)(6) 2019.